Manufacturer narrative:
Medical assessment of this case was performed. Bleeding under anti-coagulation therapy is an undesired, but common side effect. Bleeding from exits of any "in-lines" to patients are even more common. The exact inr result when the bleeding occurred is unknown as the value was mentioned as "3.?" And was tested in parallel to the obtained meter result of 2.8 inr. Changes during anti-coagulation therapy occur and it is difficult to find a balance between sufficient coagulation and spontaneous bleeding when the inr is high. The investigation of the device did not show any product problem.

Manufacturer narrative:
The customer returned test strip lot number 17619012 and the meter for investigation. Relevant retention test strips (lot 176190) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The returned test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with two control samples: control sample lot 10005250, specified target range 1.9-2.9 inr, control sample lot 10006065, specified target range 1.4-2.0 inr. Customer test strips and customer meter: control lot 10005250: 2.2 inr, 2.3 inr, control lot 10006065: 1.7 inr, 1.7 inr. All inr control values were within the specified target ranges. No error messages occurred. The returned customer material and the retention material are within specifications.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
A patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). On an unknown date, the patient obtained a result of 2.8 inr on the meter. A parallel measurement performed on the doctor's meter 4 minutes later showed a value of "3.?" Inr. The exact result from the doctor's meter was asked for, but is not known. The patient did not believe the results to be incorrect. The patient later went to the hospital since he was bleeding from the exit of the drive line of his left heart support system (lvad). The patient takes marcumar medication so this lvad device does not clog. Around this time, the patient had a result of 2.6 inr when tested on his meter. A sample from the patient was also tested approximately 1 hour later with an unknown laboratory method, resulting as > 4 inr. The patient did not take marcumar medication for 2 days prior to these measurements. The patient had a tabotamp placed at the bleeding site and felt good. The customer stated that they had another bleeding occur on (B)(6) 2017. At this time, the result from an inrange meter was 2.4 inr and the result from the laboratory method was 2.38 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's product was requested for investigation. The following result discrepancies were observed upon review of the meter memory: (B)(6) 2015 at 00:18, there was a meter result of 3.2 inr. (B)(6) 2015 at 00:22, there was a meter result of 1.1 inr.